Event description:
It was reported that during removal of the catheter, resistance was encountered and the patient was repositioned several times. The resistance persisted, and finally, the catheter stretched and separated. Approximately 1/2" of the distal portion of the catheter was retained. The distal portion of the catheter was removed under local anesthesia. There were no patient complications.

Event description:
It was reported that during removal of the catheter, resistance was encountered and the pt was repositioned several times. The resistance persisted, and finally, the catheter stretched and separated. Approximately 1/2" of the distal portion of the catheter was retained. The distal portion of the catheter was removed under local anesthesis. There were no pt complications.